Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunction was identified during the device evaluation: the main unit was not watertight and the switch board was corroded. A probable cause could not be identified. Based on the results of the investigation, it is likely that the switch board was corroded due to water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the main unit was not watertight and there was corrosion on the switch board. There was no patient involvement.